Event description:
The account alleged that the bed exit was not alarming at the nurse station. No pt impact.

Manufacturer narrative:
The service tech found that the communication cable was not seated all the way at the nurse call outlet. The tech reconnected the communication cable to resolve the issue.